Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the pump from its case and press the button using specific techniques, but the issue persisted. Consequently, technical support arranged for a replacement pump, confirmed the shipping address, and instructed the customer to switch to an alternate insulin delivery method to ensure continuity. The faulty pump was to be returned with a pre-paid label, and the customer understood the process.